Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) could not deflate. The patient went to emergency room, but the doctor could not deflate it either. The patient stated he contacted another doctor who was able to deflate the device but now it auto deflates. The doctor suggested the patient a reimbursement/replacement. The patient service specialist explained the patient warranty provisions and encouraged him to speak to his doctor about the warranty prior to surgery. No further information was provided.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Correction to field a1. Patient identifier. Correction to field d6a. Implant date. Correction to field e1. Initial reporter first name.

Event description:
It was reported by the patient that this inflatable penile prosthesis (ipp) could not deflate. The patient went to emergency room, but the doctor could not deflate it either. The patient stated he contacted another doctor who was able to deflate the device but now it auto deflates. The doctor suggested the patient a reimbursement/replacement. The patient service specialist explained the patient warranty provisions and encouraged him to speak to his doctor about the warranty prior to surgery. The patient has seen another doctor who has decided to remove and replace the device. No further information was provided.